Event description:
It was reported that the patient has high impedance on their lead. Surgical intervention may be taken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has high impedance on their lead. Surgical intervention was undertaken on (B)(6) 2022 where the lead was explanted and replaced. Therapy was restored post op.